Event description:
Pt with a femoral shaft was treated with a retro/antegrade femoral nail-ex on an unknown date. Pt suffered a malunion and device was explanted on (B)(6) 2012.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.